Event description:
The account reported the brakes set but are not holding on the left side of the bed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake casters had cracked stems. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters on the left side of the bed to resolve the issue. Based on this information, no further action is required.